Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and fail due to no voltage in the transmitter. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability: additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer- additional information. H6: event problem and evaluation codes - additional.